Manufacturer narrative:
The insulin pump was received with a pump error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test due to pump error alarms. The insulin pump was also received with scratched lcd window and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. It was reported that the insulin pump keypad and display was scratched. The device was returned for analysis.